Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown unk - rods: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D4: UDI: as the serial and lot number catalog/model number was not provided, the (01)gtin is not available for the device involved in the event, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: retrospective study on conduit anterior lumbar interbody fusion compared to peek anterior lumbar interbody fusion to treat patients with degenerative disc disease from 2019 - 2021. Final registry report outcome description: this impacted product unk - rods: spine captures the following events: 1 patient had vascular injury. No reported treatment. 3 patients had dural tear posterior approach. No reported treatment. 2 patients had ileus. No reported treatment. 1 patient had acute hypoxemia respiratory failure. No reported treatment. 1 patient had bladder/bowel incontinence. No reported treatment. 1 patient had dehiscence. No reported treatment. 1 patient had motor deficit. No reported treatment. 1 patient had retroperitoneal fluid collection. No reported treatment. 1 patient had foot drop. No reported treatment. 1 patient had proximal junctional kyphosis t10-t11. No reported treatment. 1 patient had fracture t10-t11. No reported treatment. 1 patient had pseudarthrosis t11. No reported treatment. 1 patient had proximal junctional kyphosis t9-t10. No reported treatment. 1 patient had pseudarthrosis t10-11. No reported treatment. 1 patient had adjacent segment disease l1, l2. No reported treatment. 1 patient had adjacent segment disease t3-4. No reported treatment. 1 patient had pseudoarthrosis t3-4, t4-5. No reported treatment. 1 patient had adjacent segment disease, l3-l4. No reported treatment. 1 patient had back spasms. No reported treatment. 1 patient had left rod pulled through s1 set screw. No reported treatment. 1 patient had screw loosening t11. No reported treatment. 1 patient had screw loosening t4 and t5. No reported treatment. 1 patient had t3 hooks loose and pulled through transverse processes. No reported treatment. This is for depuy synthes conduit alif system and non-study supplemental / additional implants ¿ expedium, verse, viper prime, aegis. This report is for one (1) unk - rods: spine. This is report 2 of 5 for complaint (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.